Event description:
Doctor reported event of "adjustment port revisions" from journal article: "five-year outcomes of laparoscopic adjustable gastric bending and laparoscopic roux-en-y gastric bypass in a comprehensive bariatric surgery program in canada", can j surg, vol 52, no 6, december 2009. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the reported event of adjustment port revision as: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."